Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed a slight twist in the lead body. Although the lead was slightly deformed and twisted, it was unable to be confirmed that it was due to twiddler's syndrome as it was very slight, with no other damage. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this left ventricular (lv) lead dislodged. It was decided to deactivate pacing therapy. It is planned to perform a lead revision in the near future. Further information was received that this device system was explanted. No additional adverse patient effects were reported. This product has been received for analysis.

Event description:
It was reported that this left ventricular (lv) lead dislodged. It was decided to deactivate pacing therapy. It is planned to perform a lead revision in the near future. Further information was received that this device system was explanted. No additional adverse patient effects were reported. At this time, it is unknown if this product will return for analysis.

Event description:
It was reported that this left ventricular (lv) lead dislodged. It was decided to deactivate pacing therapy. It is planned to perform a lead revision in the near future. No additional adverse patient effects were reported. At this time, this device system remains in service.